Event description:
A malfunction alarm with code malf 24 was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer was advised to replace the faulty pump, which was still under warranty. The customer was provided with detailed instructions, including how to store and return the malfunctioning pump, and was informed that they would receive a replacement pump with updated software. Additionally, the customer acknowledged understanding the need to set up the new pump and connect it with their continuous glucose monitor.